Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot#: v635903, implanted: (B)(6) 2011 product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 29-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital and the doctor called wanting to order an MRI and they needed help. They ran impedances and the results had shown a low impedance at bipolar configuration combo of contact 8 and 11 on the right stn lead. The managing physician was notified. Current programming didn¿t use the combo of contact 8 and 11. The reason for the patient being admitted was unknown but the MRI was ordered to rule out a stroke but was advised not to perform since the patient had low impedances. The causes of the issues weren¿t known, and the patient was heavily sedated on pain killers so they couldn¿t ask questions. The device was also seen to be o. At interrogation. The only actions taken were the impedance test showing low impedances. The issue was said to be resolved at the time and no surgical interventions were ordered at the time.

Event description:
Additional information was received from a manufacturer representative (rep) on 2020-feb-24. It was reported the reason for the hospitalization and low impedance is unknown. The patient was not able to speak as they were sedated, therefore, the rep could not ask them any details. The neurohospital's physician is managing the patient with other diagnostic tests but the rep has no further details regarding it as it is not being provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.